Event description:
Two years following intraocular lens (iol) implant surgery, a consumer reports that his vision is now cloudy and smokey. He reports starbursts when looking at car lights. He visited his surgeon who suggested a possible yag capsulotomy. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 03/14/2008 and 03/31/2008 by mail, fax and phone. A completed questionnaire has not been received.